Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 345 (thermistor disparity). There was no patient involvement. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection found contamination on the force sensor that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the customer reported system error 345 alarm which was not reproduced during evaluation. The cause was determined to be a contamination force sensor. The force sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.